Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft and vela suprarenal on (B)(6) 2017. During one-month follow-up, an endoleak from an indeterminate origin was observed. The secondary case for this patient was completed on (B)(6) 2017 and the patient was implanted with an afx vela suprarenal.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a secondary procedure. Additional finding include: post the february secondary evar repair, an open repair of the right leg extremity was needed due to persistent bleeding immediately post removal of the sheath. The most likely cause of the proximal loss of seal was the severely calcified aortic neck (cautionary product use condition). Procedure-related harms included: type ii endoleak of the inferior mesenteric artery; a subsequent surgical repair of the right common femoral artery; a second subsequent endovascular repair for left leg ischemia and ulceration. The patient was discharged home on the fifth post operative day. To date there have been no reports of further negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. These types of events will be monitored and trended as part of the quality system.